Event description:
During follow-up, premature battery depletion was observed on the device. The issue was resolved by explanting and replacing the device. The patient experienced no adverse health consequences.

Manufacturer narrative:
Interrogation of the device revealed the device was at the elective replacement indicator (eri) when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Pacing, sensing, impedance, hv output and patient notifier were tested. These tests revealed no anomalies. The reported event of premature depletion could not be confirmed in the lab. The cause of the field event remains undetermined.